Event description:
It was further reported when follow-up was received that the patient had a device check after the event date and there were no product issues noted.

Manufacturer narrative:
This device was included in that field action. Based on the information received and without the return of the product, it could not determine this device performed as described in the field action.

Event description:
It was reported by the patient that they were feeling sweaty due to their implantable pulse generator (ipg) "skipping." The patient stated that their ipg was pacing then stopping when near a family member's pain stimulator and they were concerned the ipg was not working correctly. Follow-up was conducted to obtain further information on the patient's device, but the attempts were unsuccessful. Records indicate the ipg remains in use. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.